Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2008. It was reported the pt has experienced pain at the lead incision site since implant. According to the pt, the pain increases when the stimulation is in use. The pt is currently working with his physician, however, no decisions regarding next steps have been made. The lead remains in use at this time. Follow up with the physician found no further issues.